Event description:
It was reported that during a lap cholecystectomy procedure, the clip applier jammed on the cystic duct near the gallbladder. The surgeon had to then open another clip applier and clip below the jammed ligamax and then cut the device out. The surgeon believes he did not have the device under any tension or excess torque. He did not try and pull the trigger op. Pt post op care was not changed. Pt is well post op and has been discharged from the hospital.

Manufacturer narrative:
Info anticipated, but unavailable at this time.